Event description:
Pt was hospitalized for hypoglycemia. Pump delivered insulin while swimming. Pump returned for eval. It was noted that the pump housing had large crack that permitted entry of water into the electrical compartment of the device. Pts are instructed to examine their pumps for cracks prior to use of the pump in water. Pump returned to MFR for further eval.